Event description:
It was reported that the external pulse generator (epg) had an issue with the battery drawer ejecting. The epg has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had an issue with the battery drawer ejecting. The lowercase was replaced, which resolved the issue. Additionally, it was observed that the display had several dark spots, the on/off button of the keypad membrane was not tactile, the hanger assembly and control knob were broken. The display module, keypad membrane, hanger assembly, and control knob were replaced. The epg passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.